Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead pacing impedance was low due to suspected fracture. A chest x-ray was performed which showed no anomalies. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.